Event description:
It was reported that the user received an urgent low soon alert while connected to the ilet and had already treated a blood glucose in the 70s with candy and protein, during which the device was on the fill tubing screen indicating 1.3 units and insulin was being delivered through the connected infusion set. No reported symptoms. Outcomes included no injury and self-management with subsequent rise in glucose to 101 mg/dl. Investigation included guided troubleshooting to disconnect the infusion set, confirm drops during fill, and reconnect, along with education to monitor glucose closely. Investigation of this case revealed that insulin was delivered during a fill tubing operation while the infusion set was connected to the body, consistent with use error related to infusion set and cartridge handling. It was concluded, based on previously established findings for similar reports, that the cause was user error.